Manufacturer narrative:
Dysphagia is a potential complication noted in the device's instructions for use and is a known complication associated with paraesophageal hernia repair. A batch record review showed no non-conformances or anomalies that may have caused or contributed to the event noted.

Event description:
A patient underwent paraesophageal hernia repair with ovitex 1s resorbable on (B)(6) 2026. The patient reported ongoing difficulty advancing beyond a full liquid diet and on (B)(6) 2026 reported weight loss but overall dysphagia improvement. On (B)(6) 2026 the patient reported worsening dysphagia with associated po intolerance. The patient was admitted to the hospital on (B)(6) 2026 with diagnostic and therapeutic upper endoscopy on (B)(6) 2026 where a retained food bolus was identified in the distal esophagus with mild narrowing of the distal esophagus. A balloon dilation was performed after bolus removal and the patient discharged on (B)(6) 2026. The patient reported in (B)(6) 2026 ongoing improvement in symptoms and appropriate advancement of diet.